Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -7.5 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found clear residue on lens with haptic piece missing. (B)(4).